Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the broken instrument blade be related to the customer reported complaint. The blade broke at roughly 0.659¿ from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument stopped working. Th customer had to get another harmonic ace instrument which also stopped working. Another harmonic ace instrument worked. The procedure was completed with no reported injury.